Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported loss of therapeutic benefit. The patient stated that the therapy was working great for the past months but couldn't figure out why they are urinating 6-7 times recently at night. The patient stated they received the implant for urinary retention; at night it became very challenging because it cut off their sleep. The patient mentioned when they checked the status of their stimulation level this morning it was set to zero. The patient mentioned they were now in program 4, increased the stimulation then decreased it a little bit. The agent educated the patient on general use of external devices. It was confirmed stimulation was in the bicycle seat area and comfortable. The patient will maintain stimulation level and will continue to track symptoms. They were redirected to their doctor if the issue persisted. The patient stated they visited their hcp a week from monday on their regular appointment. The agent redirected the patient to patient registration services (prs) to update new ins information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.